Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: e1 initial reporter address line 1: (B)(6).

Event description:
It was reported that the instrument was fractured in the hudson connection area. No adverse patient consequences, no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information provided: "the instrument fractured in the hudson connection area. No adverse patient consequences, no surgical delay". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the hudson connection area deformed and delaminated on its prongs/edges. Device had signs of heavy usage on its overall surface and all its sub-assemblies were returned for evaluation. No other anomaly was identified. The observed condition of the device can be caused by exposure to unintended forces such as activating the device before the hudson adaptor was properly seated or aligned with its mating component. However, taking in consideration the aspect of the device, the observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the angled rmr driver hudson would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1. Quantity of manufactured: (B)(4) parts 2. Date of manufacturing: 27.01.2021 3. Any anomalies or deviations identified in DHR: none 4. Expiry date: not applicable 5. IFU reference: IFU-78410160 rev.h and lcn-920010031-disa rev.d. Device history review a manufacturing record evaluation was performed for the finished device mj3727701 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received, ¿the instrument fractured in the hudson connection area." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿(B)(4) photos wit lots¿. Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Quantity of manufactured - (B)(4) parts. Date of manufacturing - 27.01.2021. Ant anomalies or deviations identified in DHR - none. Expiry date ¿ not applicable. IFU reference - IFU-78410160 rev.h and lcn-920010031-disa rev.d. Device history review. A manufacturing record evaluation was performed for the finished device and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.